Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system gave erroneously low sodium (na) results for eleven patient samples. The erroneous results occurred on four different days over a five day period. The erroneous results were reported out of the lab. There were no changes to patient treatment as a results for this event. There have been no reports of death or serious injury. The initial results were in the range 135-139 mmol/l and were reported out of the lab. The ion selective electrode (ise) system was recalibrated and the original samples were retested. The repeated results were higher than the original results and amended reports were issued. The customer stated that the ise system is calibrated once per day followed by a quality control (qc) test. On the days in question, the qc results were within the lab's established ranges. This is report 4 of 5 medwatch reports filed for this event for patients 5 - 9 of 11 patients. A single medwatch report was filed in (B)(6) 2010.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system, cleaned the ise flow cell, changes the o-rings and replaced the na measuring electrode. A clear root cause has not been determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events. This MDR represents event 3 of 4 reported by this customer.